Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer will reach out to their healthcare provider regarding a backup method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.